Event description:
It was reported that during a follow up several inappropriate ams episodes due to noise on atrial channel were observed. Emi was suspected. Noise was not reproducible. The physician was not sure why noise was also observed on the rv lead. Physician believes that this might be due to a lead debuting issue. A fluoroscopy exam is scheduled to check the integrity of the lead. Patient is in good condition.

Event description:
New information received notes that noise is still observed on the rv lead. Physician elected to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information was received and during the last two follow-ups, several automatic mode switching (ams) episodes were observed due to noise on the ventricular channel. Lead provocative testing was completed and noise did not appear on the ventricular channel. However, oversensed beats were observed on the ventricular channel. No intervention was performed, the lead will be monitored. The patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that noise was observed on the rv lead. Programming changes were made. Diagnostic imaging revealed no visual anomalies. Lead remains implanted.